Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient is reportedly in her late 60s. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail- advanced procedure, performed on (B)(6) 2015, the percutaneous handle was difficult to remove. The case reportedly went well until, nearing the end of the procedure, when the connecting screw (while using the t-handle 8mm ball screwdriver) would not release from the insertion handle. The screw was difficult to remove and it was noted that stress or tension flex at the carbon tip of the nail junction (where the connecting screw travels through the insertion handle) was felt. The surgery although delayed by five minutes as a result was successfully completed with no additional medical intervention required and the patient status reported as 'fine'. This is report 2 of 2 for (B)(4).